Event description:
After the catheter was placed and the guidewire was removed, it was noted that the guidewire had unraveled. The nurse does not feel that any of the guidewire broke off, it just unraveled.

Manufacturer narrative:
On 6/26/07 during review of file, noted in the evaluation that the weld tip was missing from the device. This event will be considered MDR reportable as the possibility of injury is not minute and injury has occurred within the past two years due to this type of incident. Our evaluation indicates that the guidewire has a complete fracture. The complaint was confirmed and will be considered a user related issue. One frayed guidewire was returned for evaluation. The wire was severely unraveled. The core wire was broken and protruding out of the coils. The weld tip of the guidewire has been broken off and was not returned with the sample. A tactile evaluation revealed that the coils were not intact and could be stretched over the core wire. The exact mechanism of damage is unknown. However, the product was apparently damaged during use. A chr of lot #reqg0462 showed no other similar product complaints from this lot number.